Manufacturer narrative:
A ge rep evaluated and repaired the system. The system operates as intended.

Event description:
The customer reported, a loss of motorized movement. No pt injury was reported.